Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 12f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with a prostyle device. It was noted that one of the feet of the prostyle device was not present on the device when it was removed after deployment. The location of the separated prostyle foot was unknown; however, the physician thought it was missing prior to use. The sutures of two new prostyle devices were successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle and foot separation were confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible a needle deflection into the foot, or the placement of the foot at the access site caused the separation. Manipulation of the device with the foot open may also cause separation. If the foot was separated prior, it would have been noticed due to the separated piece still attached to the cuff//link, or the cuff/link would have been loose and would have been visibly noticeable. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.